Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a herniation of the tissue with an artificial urinary sphincter (aus) and the balloon was repositioned. The balloon was placed under the muscle. There were no additional patient complications reported.